Event description:
Learned of this event on (B)(6) 2011. Pt had laparoscopic cholecystectomy on (B)(6) 2011. Due to excessive drainage through the (B)(4) drain a hida scan was ordered on (B)(6) 2011 showing an apparent bile leak. Surgeon feels surgical clips are not holding.